Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture thresholds. Upon revision it was noticed that the lead had lost slack which was suspected to be caused by twiddlers syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem correction to field h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture thresholds. Upon revision it was noticed that the lead had lost slack. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture thresholds. Upon revision it was noticed that the lead had lost slack which was suspected to be caused by twiddlers syndrome. No additional adverse patient effects were reported.